Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Device was torn when retrieving the specimen. A second identical device was also very difficult to mobilize by the surgeons when retrieving the specimen." Patient status - unknown.

Manufacturer narrative:
Investigation summary: the actual event unit was not returned for evaluation; however, one (1) sterile unit was returned from the same lot. Engineering performed a visual inspection and no non-conformances were observed. Although the root cause remains unknown as the actual event was not returned for evaluation, it is important to note that the bag can tear if contact is made with a sharp instrument. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Additional information was requested and provided. Procedure performed: left upper lobectomy + cleaning robot assisted bag tear at the end of closing of the procedure. The first device tear, the second stayed intact. The specimen within the bag at the time of the tear.